Event description:
The tip sheared along one of the jaws towards the hinge. No harm to the patient. No additional patient information was provided.

Manufacturer narrative:
The ref 3252 tip will not be returned by the hospital, therefore no investigation can be conducted. The tip jaws are destructive tested for each lot received. Also, in between each work step, regular inspections are performed. Because the number of times used in surgery was not provided for the tip listed above and the tip not being returned a cause for the broken jaw could not be determined. No additional complaints have been received for this lot number. There is no remaining product with this lot number in house to examine.